Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. It was noted during analysis that the ventricular capture management trend shows threshold levels have been high or out of range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 500dm29 mechanical valve, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced pocket stimulation. The left ventricular (lv) lead exhibited high thresholds, noise, and contained a possible lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.